Event description:
It was reported when the device was used in a colon procedure, the staples did not form. Another device was used to finish the procedure. The case was completed with no pt consequence.